Event description:
A report was received that the patient is not receiving adequate coverage. During reprogramming it was noted that the patient's paddle lead is exhibiting high impedances due to a fracture, confirmed by a CT scan. The physician believes the lead was fractured during a spine surgery, unrelated to the device. The patient will undergo a lead revision.

Event description:
A report was received that the patient is not receiving adequate coverage. During reprogramming, it was noted that the patient's paddle lead is exhibiting high impedances due to a fracture, confirmed by a CT scan. The physician believes the lead was fractured during a spine surgery, unrelated to the device. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information received indicated that the patient will not undergo a lead revision. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.